Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced pain and burning sensation at the ipg site following a fall. An impedance check showed no anomalies. As a result, the patient will undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced on (B)(6) 2015 with a different model. The new ipg was implanted at a new location. No burning sensation at the ipg site was noted following the procedure.